Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test. Customer's blood glucose level was 64 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they replaced the insulin pump with a new battery and received failed battery test. Customer advised the battery cap was difficult to position and over time the cap was tightening. Customer advised the battery cap was old and corroded. Customer declined to have their insulin pump replaced and wanted a new battery cap sent out instead. Customer was advised a replacement battery cap will be sent out.